Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of this type of event include excessive driver force applied over the guide pin or prying and/or leveraging on the guide pin or driver tip hitting a flex point of the guide pin or re-using a guide pin from the single-use disposable kit that had been bent from prior use. Lot number was requested but not provided; therefore device history record review could not be performed. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. Evaluation of the returned device revealed that a portion of about 1.5" from one end of the wire has broken off. Guide wire is observed to be bent at the breakage area. Gouges and abrasion/burn marks are observed along and at the end surface of the broken off portion, respectively. Breakage surface is rough with little deformation, which is typical on fractures as a result of bending stress. Device was dimensionally checked and observed to be within specifications. Material analysis revealed correct material type. This type of event is typically caused by excessive driver force applied over the guide pin, driver tip hitting a flex point of the guide pin, prying/leveraging on the guide during use and/or re-using a guide pin from the single-use disposable kit that has been bent from prior use. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.

Event description:
Nitinol wire broke at the tip during acl repair. When he looked at the wire on the tray the surgeon noticed about 1/2 of the tip was gone. Surgeon had a post-op x-ray and notice the wire in the joint space.